Manufacturer narrative:
P-cap was attached and locked into place properly. Unit passed displacement test and self test. On the pump status and notification screen, the pump readings of the reservoir indicate a quantity of 300u. The pump was then put into test and manually delivered bolus amounts of 5u, 10u, and 15u, respectively. All units were properly delivered and recorded, and the pump history screen had properly and correctly deducted the 300 units. No unexpected discrepancy during bolus delivery was noted. The pump was cut open to perform a visual inspection, and no evidence of moisture damage was found. During visual inspection, the following cosmetic damages were found: cracked battery tube, cracked corner of belt clip rails, cracked battery tube, cracked case, serial label missing, stained keypad overlay, pillowing keypad overlay, and scratched case. In conclusion, customer concerns of incorrect insulin delivery were not confirmed as the unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to incorrect amount of insulin. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.